Manufacturer narrative:
Concomitant medical products: evolutpro-29-us transcatheter valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent far field r-wave (ffrw) oversensing observed on electrograms. In addition, there were high thresholds on atrial lead trends. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.